Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the first step was completed without issues. In the second step, the axios opening did not function properly, requiring additional time for deployment. The third and fourth steps proceeded without complications, and bile flowed adequately through the stent. However, later that night, the patient experienced severe pain and was returned to the operating room for stent removal and wound closure with a padlock, along with biliary drainage using a drain. It was reported that stent migrated. It was reported that the patient experienced severe pain and sustained a perforation. Furthermore, the patient required hospitalization beyond the standard of care. The issue is ongoing.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf impact code f08 captures the reportable event of hospitalization.